Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
The lead was explanted and returned to the manufacturer. Subsequently, lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.